Manufacturer narrative:
The sample was serum and no sample issue was noted. Qc was within the established ranges before the event. Qc was out of range low after the event but was within the range with a new bottle of control material. The customer change rf reagent from lot m007324 to m009630, and higher results were obtained. Service visited on (B)(4) 2011 and ran tg/uric carryover and saw a discrepancy in results. The field service engineer (fse) examined both probes and found probe a to be at fault. The fse replaced probe a and reran carryover test with improved results. The customer calibrated and ran qc. Rf control results were still low for level 3 but vigil control results were acceptable. It is not clear whether the issue was caused by the reagent lot or hardware. The customer continues to send rf samples to a reference lab for confirmation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low rheumatoid factor (rf) result generated by unicel dxc 800 synchron chemistry system for one patient. The result was reported out of the laboratory. The customer did not receive any report of impact to the patient.